Manufacturer narrative:
Batch review performed on 11 july 2025. Lot 146951: (B)(4) items manufactured and released on 13-jan-2015. Expiration date: 2019-nov-11. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by clinical affairs department: a revision surgery was performed approximately 9.5 years after the primary implantation of a tha, due to stem loosening. Radiographic evaluation revealed radiolucent lines, particularly around the proximal portion of the femoral stem. Distally, cortical thickening was noted at the stem tip, suggestive of adaptive bone remodeling. Aseptic loosening is a well-documented complication in the literature, often with multifactorial or unclear etiology. Even in this case, the precise cause of the failure remains difficult to determine based on the available information. Root cause: aseptic loosening is a possible literature-described adverse event after primary hip arthroplasties and causes are often unknown. There is no indication that any potential issue with the device may have caused or contributed to the event. No previous case has been addressed to a device design or manufacturing related root cause.

Event description:
Revision for stem loosening at about 9 years and 5 months post-primary. Stem and head revised successfully. No infection. No loosening of the acetabular shell.